Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the aiming beam was visible at the tip after 79,903 joules and 8:50 minutes of use. It was not reported how the procedure was completed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap exhibits mild devitrification at output window. The metal cap exhibits moderate detritus adhesion on surface. In addition, analysis identified the glass cap bevel edge and metal cap are not aligned. The glass cap can rotate independently of metal cap. The outer flow tubing open end exhibits minor scratch marks. Based on the observed glue failure, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glue failure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a photo selective vaporization of the prostate (pvp) procedure the aiming beam was visible at the tip after 79,903 joules and 8:50 minutes of use. It was not reported how the procedure was completed. There were no reported clinical consequences to the patient.